Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial pacing lead was fractured and had out of range impedance and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.